Event description:
It was reported that the patient experienced a suspected perforation from the right ventricular (rv) lead. During a post implant check it was found that the impedance on the rv lead was high. The patient¿s blood pressure was also low, and echocardiogram was positive for pericardial tamponade. The patient was emergently returned to the procedure room for pericardiocentesis. The patient was stabilized and transferred to the intensive care unit. It was also reported that the right atrial (ra) lead threshold was high at the post-implant check. Chest x-ray showed the lead had pulled back. The ra lead was reprogrammed, and the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).